Event description:
The customer alleged they received a questionable troponin t stat (tnt) result for one patient on their e411 analyzer. The customer stated they manually programmed the sample that was an aliquot from their modular pre analytics device. The patient's initial tnt result was 0.010 ng/ml accompanied by a data flag and it was reported outside the laboratory. The result was auto- verified, but failed a delta check. The sample was then repeated twice on the original analyzer. The repeat results were 0.812 ng/ml and 0.807 ng/ml and both results were accompanied by data flags. The repeat results were considered correct. The patient had another sample drawn later that day and the result was 1.34 ng/ml. This result was not in question. There were no adverse events. The tnt reagent lot number was 17016701 and the expiration date was 11/30/2013. The customer thought there might have been a mistake made while manually programming the sample and declined a service visit.

Manufacturer narrative:
A root cause could not be determined. The calibration and quality control data did not indicate an issue. The customer stated they do not always use the recommended rack adaptors, and did not know if they were used in this event. It was noted the customer was not centrifuging the sample per the tube manufacturer's recommendations.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.